Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted with this right atrial (ra) lead and was dislodged due to twiddler¿s syndrome. This ra lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported.